Event description:
The customer reported damage to the insulin pump - a loose o-ring and the reservoir compartment breaking apart. There was no significant event reported leading up to the insulin pump damage. The customer's blood glucose value was unknown. The customer was advised to discontinue use of the device and to return it for analysis and a replacement.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, reservoir tube missing oring, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).